Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were noted. An additional in clinic follow up is anticipated to further review the rv lead. No further intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was stable.